Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was damaged. The lens was not implanted and there was no pt injury. The facility stated it is unknown as to what caused the lens damage. The model and lot numbers of the cartridge and injector were not specified by the facility.